Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported force sensor bridge test error was evidenced in the event history log (ehl). The error was also reproduced during power up. The reported product problem was therefore confirmed. Additional testing showed that the reading of the force sensor was within the required specification. The problem source of the reported product problem was unknown. A root cause was not established. The force sensor was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited the following system failure: force sensor bridge test error. No patient injury or complications were reported in relation to this event.